Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen insertion tray (PICC). The customer reports "the catheter is physically broke next to the pig tails, almost right by the hub."

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.